Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, aiming beam came out of the front of the fiber. The procedure was completed with a second fiber without clinical consequences to the patient.